Event description:
The device has been explanted and replaced.

Event description:
Patient report "deflation" this record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
The event of capsular contracture is a physiological complication.. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported, "capsular contracture, baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20/may/2024.

Event description:
Patient reported a right side deflation. Healthcare professional later reported a right side capsular contracture, baker grade iii and "particles in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Particles in valve: observed brown particles. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported a right side deflation. Healthcare professional later reported a right side capsular contracture, baker grade iii and "particles in valve" via rga checklist. Device has been explanted.